Manufacturer narrative:
The pump was received with a detached end cap and missing motor. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests or verify the operating currents due to a detached end cap and missing motor. The pump was also received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a broken belt clip slot, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she is experiencing low blood glucose levels. Customer stated that the bottom of the insulin pump, including the piston, has been ripped out causing the pump to malfunction. Customer stated that, as a result, the insulin pump has been over-delivering insulin. Customer stated that the incident almost led to hospitalization. Customer's blood glucose at the time of the incident ranged from 2.2 to 11 mmol/l. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.